Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: a2, b3, b5, d1, d6a, d6b, e2, e3, h3 and h6 - component code. A2: patient reported being 76, age at time of event unknown. B3: unknown date in 2022. D6a: unknown date in 2019. D6b: unknown date in 2022. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient's initial shoulder replacement became infected, requiring a revision surgery. Initially implanted on an unknown date in 2019. Revised on an unknown date in 2022. No further information available.

Event description:
It was reported that a party stated her initial shoulder implant became infected, requiring replacement. Initially implanted 2019. Revised in 2022. Party mentioned the new implant had to be replaced due to complications. Currently, she is experiencing dislocation of the present implant, making it difficult for her to lift her arm or engage in daily activities. No further information available. This is #1 of 3.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.